Event description:
Event description cpi received information that this bipolar porous lead (4271) was removed from service because of poor thresholds due to an insulation tear. The implantable pulse generator (ipg) was removed due to premature ert due to the insulation tear in the atrial lead.